Manufacturer narrative:
Correction: b3.

Event description:
On 10/28/2024, it was reported by a sales representative via email that an ar-9564-2442-lat glenosphere and glenosphere set screw disengaged from the baseplate. The patient underwent surgery on (B)(6) 2023 for a reverse shoulder arthroplasty. Postoperatively the patient experienced pain and a CT scan revealed glenosphere and glenosphere set screw disengaged from the baseplate. On (B)(6) 2023, the patient underwent a revision surgery in which a new glenosphere along with humeral components were implanted. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 11/4/2024: during the revision surgery, the ar-9502f-39lcpc suturecup, the ar-9503-3942-3 humeral insert, the ar-9501-07p humeral stem, the ar-9582-20 modular post, the ar-9563-28 peripheral locking screw, the ar-9563-16 peripheral locking screw, the ar-9563-20 peripheral locking screw, the ar-9562-40nl peripheral locking screw, the ar-9580-2010-2s baseplate, and ar-9564-2442-lat glenosphere was removed. Both procedures were performed by the same surgeon and at the same facility.